Event description:
The facility reports the resident was in the bed. The caregiver brought the lifter over the resident, attached the sling, and raised resident above the bed. The resident remained raised over the bed for a few minutes while the caregiver positioned the chair. The resident remained calm during this period. Once the chair was in place beside the bed, the caregiver proceeded to move the resident across the bed in the ceiling lift. When the resident was between the bed and the chair, the sling's left leg loop slipped out causing the resident to fall to the floor and hit their head on the arm of another chair, suffering a head injury as a result. An ambulance was called, the resident later passed away.